Event description:
(B)(4).

Manufacturer narrative:
The (B)(4) called nihon kohden and stated that the software update was unsuccessful and that the cns application was not installed and was lost. Nihon kohden sent the customer a new hard drive. There has been no indication from the customer as to whether or not the issue was resolved. Called by (B)(4), software update did not take. Cns application was not installed and is lost. Spoke with (B)(4) in repair center, he states that customer needs a new hard drive

Manufacturer narrative:
The customer cns-9700 is on software version 01-66 and the customer would like the updated version 01-96. The customer believes this is a software version incompatibility issue. We do not think this is the case; however, the customer does not want to perform add'l trouble shooting signs until they complete the software updates.